Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was examined during a follow-up appointment at the time of report, ¿the doctor found that the patient had an infection in the buttocks implanted in the stimulator.¿ the patient¿s doctors were evaluating the patient for follow-up treatment. The patient was being observed in the hospital at the time of report and had been admitted to the hospital overnight for observation. It was noted that the patient¿s post-operative improvement had been good. No further complications were reported or anticipated.